Event description:
Customer reported experiencing high blood glucose levels for several days leading up to the call. Customer reported that the insulin pump may not have been functioning properly. Customer stated that she initially thought her high blood glucose level was due to an infection, but when she visited a doctor, they confirmed she did not have one. Customer reported that even after treating her high blood glucose level with a manual injection, it still would not come down. Blood glucose level was 500 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.